Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had less than 0.5 years remaining. An engineering analysis indicates that there were no resets noted in the device memory. The data in memory location confirmed that the device current battery status was elective replacement near (ern). The device appeared to be operating and depleting normally. The longevity remaining calculation of less than 0.5 years may have been a result of the programmed parameters in effect over that time period resulting in the device operating very near a current bin edge for longevity remaining calculations. At present operating parameters, the device will declare ert for the coming week in time frame. To date, this pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
--

Event description:
Additional information received indicates that this pacemaker was explanted due to normal battery depletion. No adverse patient effects were reported.